Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 4.7, 5.5, lab: 3.4 (4 hours between tests). Date: (B)(6) 2011, inratio: 3.4, lab: 2.5 (15 minutes between tests). Patient just received meter on (B)(6) 2011, trainer was present during the two test results obtained on (B)(6) 2011. Patient self tester is (B)(6) and started taking coumadin on (B)(6) 2011. Patient takes tylenol as needed, and may have taken one on the morning of (B)(6) 2011 (caller could not be sure).

Manufacturer narrative:
Investigation pending.